Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they noticed frequency in january so they got their device stuff out and when they checked it was turned off, so they turned it back on, on january 18 then left for a cruise. They said on march 16-17 did not feel any stim so they used the control equipment and this time it said off and all data lost. They said they were successful to recharge it but when they try to turn it back on it says all data has been lost contact the clinician. Patient said they went to their doctor, but the doctor no longer deals with the manufacturer. Offered and sent listings. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient got por, device was configured and therapy was turned back on. The cause was patient stated that she frequently goes to concerts, ball games, and the airport and forgot that she was advised to turn her implant off prior to going through a metal detector. The patient had return of baseline symptoms, urinary incontinence, frequency and urgency. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the cause of the power on reset (por) was not due to the rechargeable stimulator's battery draining/low battery. The patient stated it was unknown if the issue was resolved. The patient stated the cause of the device being off was unknown, and the issue had not yet been resolved.